Event description:
It was reported that the plaintiff alleges the scorpio knee implanted on (B)(6) 2010 failed when it was determined that the device had come loose in (B)(6) 2011. Upon examination in (B)(6) 2011, the tibial component of the device was found to be grossly loose, which required another right total knee replacement on (B)(6) 2011.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.